Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient receives some stimulation but does not have full stimulation therapy in his established pain pattern. The patient reported being reprogrammed several times in the past, but has never rec'd effective stimulation therapy. The patient also reported the lead is becoming superficial where they connect and the area is painful. The patient will meet with his physician as the next course of action.